Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that evidence of moisture ingress was observed on the inside of the battery compartment. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/11/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/21/2015 with the following findings: several inexplicable 'power reboot events' and unusual voltage fluctuations, which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be cracked at the threads and above/below the grip pad. Corrosion was found on the inside of the battery compartment. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported issue was not duplicated. The pump was exercised for 24 hours, during which no power related events were observed. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found on internal components. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.